Event description:
Healthcare professional reported "dr. Is currently in surgery doing a remove and replace, he hasn¿t removed this side yet". Healthcare professional later reported via pfn "ruptured, discovered during surgery". This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported right side "ruptured, discovered during surgery". Device has been explanted.